Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was detached near the lap joint section and the drive cable was kinked. Impedance testing revealed no electrical issues with the device. Image test could not be performed due to the condition in which device return. Media returned by the client was inspected and showed evidence of image loss and a photo showing the device box, but it did not present any evidence of the reported issue. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on 04 jun 2024. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the image was black and not clear. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached near the lap joint section.